Event description:
End user states that 1/4 of the pen needles being used with a humalog 75/25 and levemir insulin pen from lot 523919 expiration date 08/07/2025 is not properly threading on the insulin pen(s). The pen needles are clogging as well.

Manufacturer narrative:
Production records investigated for lot number 523919, further investigation will be completed by the manufactuer with retained lots to determine the root cause of complaint.

Manufacturer narrative:
Retained lot 52319 and recently produced lot number 58047 (manufactured in december 2021) was tested for torque comparison against another unnamed international brand. No abnormality was found when the compatibility of the pen needles and insulin pens were tested.

Event description:
End user states that 1/4 of the pen needles being used with a humalog 75/25 and levemir insulin pen from lot 523919 expiration date 08/07/2025 is not properly threading on the insulin pen(s). The pen needles are clogging as well.